Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('heavy menstrual bleeding') in a 44-year-old female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("chronic low back pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating"), abdominal pain lower ("lower abdominal pains"), alopecia ("hair loss"), dysgeusia ("metallic taste") and genital haemorrhage ("abnormal bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (ablation with novasure on (B)(6) 2016 and laparoscopic hysteroscopy (fallopian tube removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, alopecia and dysgeusia had not resolved and the dermatitis allergic, abdominal distension, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, dermatitis allergic and heavy menstrual bleeding with essure. The reporter considered alopecia, dysgeusia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion date also reported as (B)(6) 2013. Insertion details: technically it was a little bit difficult because of the shape and size of the uterus but was able to fit the devices. Essure removal on (B)(6) 2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ but fallopian tube removed as part of the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: date also reported as (B)(6) 2014 - ius in situ. Successful hysteroscopic sterilization. Lot number: a96188. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: event genital bleeding was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('heavy menstrual bleeding'). In a 44-year-old female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: parity 2. Previously administered products, included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("chronic low back pain"), (B)(6) year (B)(6) months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating"), abdominal pain lower ("lower abdominal pains"), alopecia ("hair loss"), dysgeusia ("metallic taste") and genital haemorrhage ("abnormal bleeding"). The patient was treated with levonorgestrel (mirena) and surgery (ablation with novasure on (B)(6) 2016 and laparoscopic hysteroscopy (fallopian tube removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, alopecia and dysgeusia had not resolved. And the dermatitis allergic, abdominal distension, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, dermatitis allergic and heavy menstrual bleeding with essure. The reporter considered alopecia, dysgeusia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion date also reported, as (B)(6) 2013. Insertion details: technically, it was a little bit difficult, because of the shape and size of the uterus, but was able to fit the devices. Essure removal on (B)(6) 2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ, but fallopian tube removed as part of the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, date also reported, as (B)(6) 2014. Ius in situ. Successful hysteroscopic sterilization. Lot number#: a96188, manufacturing date: 2013-02, expiration date: 2016-02-29. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-nov-2021, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("chronic low back pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating") and abdominal pain lower ("lower abdominal pains"). The patient was treated with levonorgestrel (mirena) and surgery (ablation with novasure on (B)(6) 2016 and laparoscopic hysteroscopy (fallopian tube removed)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, dermatitis allergic, abdominal distension and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, dermatitis allergic and menorrhagia with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ but fallopian tube removed as part of the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ius in situ. Successful hysteroscopic sterilization. Lot number: a96188 manufacturing date: 2013-02 expiration date: 2016-02-29 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 44-year-old female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("chronic low back pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating"), abdominal pain lower ("lower abdominal pains"), alopecia ("hair loss") and dysgeusia ("metallic taste"). The patient was treated with levonorgestrel (mirena) and surgery (ablation with novasure on (B)(6) 2016 and laparoscopic hysteroscopy (fallopian tube removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, menorrhagia, alopecia and dysgeusia had not resolved and the dermatitis allergic, abdominal distension and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, dermatitis allergic and menorrhagia with essure. The reporter considered alopecia, dysgeusia and pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ but fallopian tube removed as part of the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: ius in situ. Successful hysteroscopic sterilization. Lot number: a96188. Manufacturing date: 2013-02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: patient's information updated. New events added: hair loss and metalic taste. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/ pain, including chronic pain;") and heavy menstrual bleeding ("heavy menstrual bleeding") in a 44 year-old female patient who had essure inserted (lot no. A96188) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of allergy (codeine, aspirin ¿ sickness), parity 2, gravida (3), surgery (malignant melanoma wider excision ¿ right ankle right thigh skin graft (10 yrs ago)), peroneal tendonitis, difficulty breathing, calf pain, dysmenorrhoea and parity 2. Previously administered products included: mirena and mirena. Past adverse reactions to the above products included: heavy menstrual bleeding with mirena. Concurrent conditions were listed as uti, abdominal bloating, retrosternal pain, abdominal discomfort and dyspepsia. Concomitant products included ibuprofen and mebeverine. On 27-nov-2014, the patient had essure inserted. On 03-feb-2016, 433 days after essure insertion, she experienced back pain ("chronic low back pain"). Essure was removed on 14-jun-2018. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating"), abdominal pain lower ("lower abdominal pains"), alopecia ("hair loss"), dysgeusia ("metallic taste"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psychological issues"). The patient was treated with mirena (levonorgestrel) as well as surgery (laparoscopic hysteroscopy (fallopian tube removed) and ablation with novasure on 10-mar-2016). At the time of the report, the pelvic pain, heavy menstrual bleeding, back pain, alopecia and dysgeusia had not resolved. The outcomes for dermatitis allergic, abdominal distension, abdominal pain lower, genital haemorrhage and mental disorder were unknown. The reporter considered alopecia, dysgeusia, genital haemorrhage, mental disorder and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to back pain, heavy menstrual bleeding, dermatitis allergic, abdominal distension or abdominal pain lower. The reporter commented: insertion date also reported as 27-nov-2013. Insertion details: technically it was a little bit difficult because of the shape and size of the uterus but was able to fit the devices. Essure removal on 14-jun-2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ but fallopian tube removed as part of the hysteroscopy. Left-3 coils, right-2coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 02-nov-2014: date also reported as 24-mar-2014 - ius in situ. Successful hysteroscopic sterilization lot number: a96188 manufacturing date: 2013-02 expiration date: 2016-02-29. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: medical record received. Reporters information added. Patient medical history and lab data updated. Concomitant drug ibuprofen added. New event mental disorder added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. A96188) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2013 and mirena from 2003 to 2008. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("chronic low back pain"), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), dermatitis allergic ("allergic skin rash"), abdominal distension ("abdominal bloating") and abdominal pain lower ("lower abdominal pains"). The patient was treated with levonorgestrel (mirena) and surgery (ablation with novasure on (B)(6) 2016 and laparoscopic hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dermatitis allergic and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, back pain, dermatitis allergic and menorrhagia with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: essure removal on (B)(6) 2018 details: patient was admitted for laparoscopic hysteroscopy. The procedure was performed without any problems. She had a little bit of endometriosis in the uterosacral ligaments. She did have ovaries left in situ but fallopian tube removed as part of the hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: ius in situ. Successful hysteroscopic sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: medical records received - reporter's information was updated and new reporters were added. Patient's information was updated (initials and dob), patient history updated, case was upgraded. Events added to the case: chronic lumbago, menorrhagia, allergic rash, abdominal bloating, lower abdominal pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.